Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during initial drain. The home patient (hp) connected before the prime was completed. The technical service representative (tsr) explained the alarm and told the hp they needed to speak to their nurse. The tsr assisted the hp with troubleshooting the alarm. The hp would start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated that they didn't use manual supplies, they just re-setup and continued with their therapy. The hp stated they did not notice anything particularly unusual with the supplies. The hp stated that when the alarm occurred they found air bubbles in the supply line. The hp stated they do not know the lot numbers to the supplies at this time, nor do they have any samples available from that evening for evaluation. The hp stated they did see their doctor and nurse regarding the alarm, and everything checked out fine. No problems were found. The hp stated therapy since then has been continuing as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after incomplete priming. The home patient (hp) connected before the prime was completed. The label review found the patient at home guide to be adequate for the use error in this incident.